Event description:
Additional information was received indicating a low r wave was also observed on the device. The patient had a vt ablation and reprogramming was also performed to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, the patient received shocks for a monomorphic ventricular tachycardia. It is unknown at this time if the shocks were inappropriate or appropriate. It is also unknown how the arrythmia was terminated. Technical support was contacted and it was noted the device performed according to the programmed settings. Further information has been requested but has not yet been received.